Manufacturer narrative:
Further details provided: the reported unresponsive behavior occurred at boot up of the system. A medtronic representative was not present. Therefore no further details are available. (B)(4). Suspect computer analysis found: computer booted to login screen properly during initial testing. Computer passed all testing with no problem found. Replacing the computer in the system on site resolved the reported issue.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system screen became unresponsive. The navigation system was re-started and the patient data were saved in the universal serial bus (usb). A second navigation system was brought in to continue the procedure and the patient data was transferred to the second system. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient information, per (B)(4) privacy laws. (B)(4) 2015 - a medtronic representative, following-up at the site the same day, performed a navigation system inspection and determined the reported incident was replicated in the inspection, and the relevant part was replaced. After the replacement, the normal system operation was confirmed. Return requested. Replacement computer shipped to site. Reported was that computer booted to log-in screen properly during initial testing. Suspect computer returned to manufacturer on (B)(4) 2015 and is currently under analysis. No further issues have been reported.